Manufacturer narrative:
(B)(4). No investigation will be performed as no lot, product code or sample is available. No sample or lot.

Event description:
Via company survey: the perimeter of the tegaderm was causing patients skin to develop open sores. Thus, medical doctor devised a smaller size barrier, although the skin breakdown around perimeter is still present. Cavilon barrier cream and sorba view 2000 5v30xt and sensicare-sting free adhesive remover used. Dressing change to chest is done 3-4 weeks.